Manufacturer narrative:
A full review of the device history records for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. Patient's physiology: proximal neck curve: 90°proximal neck length: 40 mm. Ipsilateral access vessel diameter: 8 mm. (Left). Contralateral access vessel diameter: 7.5 mm. (Right). Calcification present at point of damage. Due to arteriosclerosis making repair difficult, a vascular prosthesis was placed to repair the damaged vessel.

Event description:
Event: left common femoral artery damaged by main body delivery system. The procedure was initiated by inserting a main body from the left common femoral artery approach, then the physician placed a contralateral limb (hbl) from the right approach and distal extender from the left approach. The physician experienced difficulty in inserting the main body delivery system by approaching from the left common femoral artery. Eventually, all the planned devices were placed successfully and no endoleaks were confirmed. Final angiography revealed damage to the left common femoral artery. A piece of vascular prosthesis (approximately 3 cm in length) was inserted to repair the damage and the procedure was finished.